Event description:
It was reported that, "above were implanted due to avn cementless by dr (B) (6). In 1982 and explanted, due to groin pain and femoral osteolysis and loosening. The components were removed easily."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.